Manufacturer narrative:
(B)(4)

Event description:
Information was received from a healthcare provider in regards to a patient who was being treated with baclofen intrathecal (2000 mcg/ml; 1035.9 mcg/day; type and lot number unknown). The patient had been treated with compounded baclofen intrathecal (3000 mcg/ml; dose unknown) on an unspecified date, but the medication was changed from compounded baclofen intrathecal to baclofen intrathecal (unknown type). The indication for use was as intractable spasticity and a spinal cord injury/spinal cord disease. Multiple motor stalls and recoveries were seen in the patient's pump logs on (B)(6) 2016, (B)(6) 2016 and (B)(6) 2016. The patient had not recently had a magnetic resonance imaging (MRI) or was not exposed to electromagnetic interference or magnetic exposure. It was noted that the patient had gotten a little stiff with one of the motor stalls. The patient had oral baclofen as a backup. The patient's medical history, additional medications the patient was taking at the time of the event, cause of the event, additional interventions/diagnostics/troubleshooting performed, or outcome of the event was not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.